Event description:
Provider states part was broken out of box. Provider states the packaging is no good and was recently changed about a month ago from being shipped in a box to now being shipped in a bag. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve beds saturated.